Manufacturer narrative:
Updated fields: d9, g3, g4 (PMA/510(k) #), g6, h2, h3, h6, h11. The pool trudi navigation system (fg-2000-00) was returned for repair. It was indicated that the trudi navigation system was returned for a new one and no other work was completed.

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that when turning the pool trudi navigation system (fg-2000-00) on, it took an extended period of time to turn on, sometimes not turning on at all after waiting 5-10 minutes. Staff "had to continuously restart/unplug and try again". Once the system did turn on, the console wouldn¿t power on and needed to be restarted again. After the system finally got started, it would not read any disk that was inserted. It would flicker between scanning and then would turn to ¿there is no cd or usb storage device connected¿. At some points it would show it was trying to read two disks at once. After finally getting the system up and running, registering the patient, and beginning procedure, the system completely turned black and shut off. After restarting again, staff was finally able to complete the procedure. It was reported that there was a delay in surgery by 30 minutes. The patient's status was reportedly fine after the procedure.